Manufacturer narrative:
The device with a 3/16" attached portion of catheter and a 6 11/16" loose segment of catheter were returned to the MFR and have been analyzed as follows: visual and microscopic examination showed raised areas of silicone septum material with no internal damage noted. Discoloration, compression marks, longitudinal slits and irregularly cut material were noted on the 3/16" portion of attached catheter and the 6 11/16" loose segment of catheter. The damage found appears to be characteristic of "pinch-off sign." The attached portion of catheter and loose segment of catheter appear to mirror match. The device/catheter and loose segment of catheter were patent with no resistance felt when flushed with 5cc of sterile water. An amber colored fluid material was collected. No leaks were noted when the device/catheter and loose segment of catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend has been identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report of "shear of the distal catheter" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. The MFR is currently investigation the possible cause/factors which may have contributed to the increased catheter shear incidence rate for this catalog/lot number. No further details are available at this time. Submitted to the FDA 04/17/1998.

Event description:
No further details were provided at this time.